Manufacturer narrative:
Customer service was not able to troubleshoot with the customer at the time of the call as she did not have her pump with her. Customer service advised the customer to call back when she had her pump with her. In follow up with a complaint handler on (B)(6) 2021, the customer indicated that she developed mastitis on (B)(6) 2021 and it was resolved after taking an antibiotic. The customer also indicated that that she was not sure if the pump was the problem or her. The complaint handler advised the customer that she contact customer service so that her issue can appropriately be addressed, which the customer did on (B)(6) 2021. She was sent a replacement pump and return of her original pump was requested for testing/evaluation. In subsequent follow up with a complaint handler on 04/26/2021, the customer indicated that the replacement pump was working well. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump was making a noise and she had mastitis, for which she received an antibiotic.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2021 and it passed suction and cycle specifications. The customer's report of the device making a loud noise and having low suction could not be confirmed.